Event description:
The manufacturer's representative (rep) reported the implantable neurostimulator (ins) was at end of life so it was replaced six weeks ago. Relevant medical history includes failed back surgery syndrome and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.